Event description:
It was reported that a few days after the implantable cardioverter defibrillator (ICD) was changed out, the right ventricular (rv) leads rv coil and superior vena cava (svc) coil had high impedance. They opened the pocket and found that the rv coil was not firmly attached due to a loose set screw. They reconnected and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).